Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user observed a sensor reading of 71 mg/dl with a downward trend arrow, while a fingerstick reading measured 156 mg/dl. The user entered the fingerstick value into the ilet and received a calibration error alert, after which the sensor temporarily disconnected. No outside medical intervention was required.